Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/02/2015. The fse confirmed a leak from tubing through pinch valve pv37. The fse replaced the tubing, resolving the leak and replaced all tubing within the main diluter as preventative maintenance. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported approximately one cup of clenz leaked from a coulter lh 500 hematology analyzer during a cleaning cycle. The leak was not contained within the instrument. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was/no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls.